Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for 20 days and 16 charging cycles were recorded to the device memory. The memory content of the ICD was inspected. The inspection revealed multiple detected tachycardia due to intrinsic signals on (B)(6) 2021, during which the tachycardia was not terminated after shock delivery. However, the device data revealed no signs of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The impedance measurement functions of the ICD were tested and the ICD proved to work as expected. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.

Event description:
20 days after implantation, non effective maximum energy shocks were reported. The device and the lead were explanted.